Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52 mg/dl. Customer treated blood glucose with food. Customer stated that customer uses auto mode and auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer proceeding troubleshoot for possible over delivery. Insulin pump will not be returned for analysis.